Manufacturer narrative:
Clinical investigation: based on the available information, there is no documentation in the complaint file that indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s (pt's) adverse events of shortness of breath, cough, pulmonary edema, hypoxia, acute respiratory failure, nstemi and subsequent multiple cardiac arrest events that led to dnr status with fatal outcome. Furthermore, there is no documentation that indicates the patient¿s concomitant treatment for peritonitis (which developed approximately 2 weeks prior) may have been related to this event. Moreover, there was no documentation of a peritonitis diagnosis at the time of the patient¿s death (per medical records). The pt. Suffered several cardiac arrest events status-post cvc insertion while hospitalized. There is no evidence indicating the patient was on ccpd therapy at the time of the pt¿s cardiac arrest. Furthermore, the pt¿s family made the decision to change the pt¿s resuscitation status to dnr with comfort measures only and the pt. Subsequently expired. The pt. Had pre-existing comorbidities which may have been confounding factor such as esrd, brittle insulin dependent, diabetes mellitus, severe peripheral vascular disease, anemia of chronic kidney disease and morbid obesity. Additionally, it was suspected the patient had pneumonia at the time of death which also may have been associated with the severity of the patient¿s adverse events. Due to the possible multi-factorial causes, the exact etiology for the patient¿s adverse events of: shortness of breath, cough, pulmonary edema, hypoxia, acute respiratory failure, nstemi and subsequent multiple cardiac arrest events that led to a fatal outcome cannot be fully determined. Should additional information become available this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis nurse that the patient had expired. The patient had been admitted to the hospital for hypoxia and respiratory failure. The patient subsequently coded and died. Upon follow up with the nurse, it was stated that the cause of death was cardiac arrest. The patient was not connected to the cycler at the time of death.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse that the patient had expired. The patient had been admitted to the hospital for hypoxia and respiratory failure. The patient subsequently coded and died. Upon follow up with the nurse, it was stated that the cause of death was cardiac arrest. The patient was not connected to the cycler at the time of death.